Manufacturer narrative:
Submit date: 1/29/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports issues with the enteral feeding pump during testing ranging from inaccurate rate of infusion to failed motor sensor. The customer was not able to provide any specific details or additional information regarding the reported event. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the enteral feeding pump had an inaccurate rate of infusion. The unit was triaged and the reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.